Event description:
Rn went to pt room to assist staff rn, when attempting to saline lock the patient's IV upon the completion of at infusion (zosyn),rn disconnected the infusion set tubing from the patient. When attempting to cap it, noticed a piece of plastic in the end. Thus, making it difficult to cap. Other staff also noticed the luer lock on the patient side had a piece of plastic in it and therefore was unable to saline lock the IV. No harm was incurred by this patient.